Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that due to a high right ventricular (rv) lead threshold, the rv lead was capped and replaced. There were no patient complications reported as a result of this event.